Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was discovered that the battery oscillator device was not functioning. There was an eight minute delay to the planned surgical procedure and the surgery was successfully completed. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to dec 22, 2011. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the oscillator was found to be running intermittently. Therefore, the reported condition of the device not functioning was not confirmed. An assignable root cause could not be determined. It was further determined that the trigger was sticking, wire on electronic control unit was broken/damaged from corrosion and internal components have an uknown residue on them. It was determined that these issues were due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate